Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported constant close door messages were reproduced and confirmed through evaluation. The evaluation found that the screw which mounts the pumping mechanism to the front case was loose, not allowing proper latching operation. This condition caused the force required to secure the door to be above expected levels, thereby causing the reported symptom. The screws were replaced.

Event description:
It was reported a spectrum pump had constant close door messages. It was also reported there was no patient injury.